Event description:
On (B)(6) 2011, this pt underwent revision of femoral component of megaprosthetic femur reconstruction of the knee. The original procedure was performed on (B)(6) 2005. Xrays on (B)(6) 2011 indicated that a small caliber metallic component adjacent to the proximal femoral component with traversing screws had fractured since a comparative radiology film of (B)(6) 2010. The revision was done in two stages as an incorrect adapter was provided on (B)(6) and the correct one had to be re-ordered. The cause of the metallic component fracture is unk. MFR was notified of findings on (B)(6) 2011. Fractured component which was retained in the resected bone, is not available.